Event description:
This is a premature infant in nicu who had an umbilical catheter. This catheter was pulled from the patient on (B)(6) 2022 after PICC line placement. The umbilical catheter was stretched and curved. When it was outside the patient, the catheter was noted to have jagged edges. The neonatal nurse practitioner stated that she saw no abnormality with the umbilical catheter prior to placement. The nnp's do check lines for integrity prior to placement. Upon removal, this line was compared with a packaged catheter. The removed catheter was stretched and the markings did not match the packaged line cm markings. FDA safety report ID #:(B)(4)